Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient representative reported that the patient experienced some pain and discomfort." After a brief physical examination, doctor told patient that they were still having problems with the internal lift, and that they had a left deflation. Patient told their doctor that they wanted their "breast to be full and lifted like right one." In the operative report the doctor documented that they added saline to their left breast implant, but once again failed to document the amount of saline that they used." Affected side is left. The device status is unknown.